Event description:
Customer reports device repeatedly fails bit with "remove and reinsert battery" message. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).